Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father called to report that the customer was treated for low blood glucose levels twice. Once by the paramedics. The second time she was hospitalized. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which had somehow been changed from am to pm. Advised the father that this would have caused the customer to get the wrong basal rates at the wrong time. The reservoir volume matched the insulin amount in the reservoir. Nothing further was reported.